Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73h1500256 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was found jamming during usage. Then changing a new one and there was no harm on the patient.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the staples appear misaligned. The stapler was returned with 13 staples left in the cover block indicating that at least 22 staples were fired by the end user. Reference file (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was unable to properly form. Another attempt was made but no staple fired. The trigger was engaged several more times with the same result. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The sample was disassembled and attempt to manually realign the staples was made. However, the staples were unable to realign. Another attempt to fire staples was made but the staple was unable to form properly. On the next attempt, the staple fired properly. On the following attempt, no staple fired. This was repeated several times with the same result. The sample was sent to the manufacturing site for further evaluation. Upon functional inspection, it was observed that the trigger was jamming and the staples were not firing properly. The misalignment of the staples is preventing the staples from firing properly. However, it could not be determined what caused the staples to misalign. CAPA 40009409 was previously opened by the manufacturing site to further investigate visistat jamming issues. Reference file anp1900073371 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The sample was shipped to the manufacturing site for further evaluation. The misalignment of the staples prevented the staples from firing properly. However, it could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "jamming" was confirmed based upon the sample received. One sample was returned with the staples misaligned. Upon functional inspection, the staples were unable to fire properly. The sample was shipped to the manufacturing site for further evaluation. It was observed that the trigger was jamming and the staples were not firing properly. The misalignment of the staples prevented the staples from firing properly. However, it could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
It was reported that the stapler was found jamming during usage. Then changing a new one and there was no harm on the patient.